Manufacturer narrative:
H10: this report is based on information provided by philips service personnel and has been investigated by the philips complaint handling team. Philips received a complaint from the customer, reporting that the v60 ventilator displayed a blower temp high error code (ec 1122). It was unknown how the issue was found. No patient or user harm reported. A philips service engineer (se) reported that the blower assembly was replaced, and the device was operational again. The system meets the specification for the performed service and is returned to use. A philips remote service engineer (rse) noted that the device displayed error message: high blower temperature. It was then reported that the logs detailed that the alarm was present. The rse reported that the air filter was checked and was not clogged, and the cooling fan was also checked, but worked as normal. It was recommended to replace the blower assembly.

Event description:
It was reported the v60 had an error code 1122 blower temp high. Unknown if in clinical use at time of error. Per customer biomed, the air filter has been checked and is not clogged and the cooling fan has been checked and is working normally. No reports of patient/ user harm/injury. Investigation is ongoing.

Manufacturer narrative:
The suspected blower assembly was returned to philips for evaluation and was tested. It was reported by the technician that for the blower temperature alarm to occur, the temperature must reach 95 degrees celsius. During testing, the suspected blower assembly did not reach 95 degrees celsius and did not trigger the blower temperature high alarm. The alleged issue was not duplicated during testing. There was no fault found with the returned blower assembly. D4 - product UDI number is corrected. G1 - contact information is updated.